Event description:
It was reported that the patient experienced withdrawal, and the catheter was partially explanted due to a questioned occlusion. It was noted that the remaining catheter was left in. It was also reported that the pump had been prophylactically replaced the previous day because, the battery was depleted, and it was noted that there was no patient injury. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l72771, serial# implanted: 1999 (B)(6), explanted: 2012 (B)(6). Product type catheter; product ID 863740 lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6). Product type pump; product ID 8596sc lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6). Product type catheter. (B)(4). Analysis of the pump model 863740, serial# (B)(4) found no anomalies. Analysis of the model 8709, catheter found no significant anomalies. The model 8709 catheter, had acceptable testing, but was incomplete and returned in segments. Analysis of the model 8596sc, catheter connector found coring, tears or cuts in the seal that possibly could have caused an occlusion. It did not appear that the connector was mis-aligned.

Manufacturer narrative:
(B)(4).